Event description:
A physician attempted arteriotomy closure in the common femoral artery using the perclose at. The physician was unable to close the foot and remove the device. The pt experienced a surgical cut-down. Hemostasis was achieved with a syvek held over the puncture site for 30 minutes. The pt is reportedly fine.

Manufacturer narrative:
The results of visual evaluation and testing on the returned sample indicate that this device meets specification. Review of the device history records for this lot did not produce any findings relevant to this report.